Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It war ported that the insulin pump had many scratched and the display of the device was worn. The customer's blood glucose was unknown. Nothing further was reported.